Event description:
A report was received that a patient underwent a pocket revision because the pocket site was uncomfortable. The patient's ipg was superficial and the physician made the pocket deeper. The patient is no longer experiencing the discomfort and is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.